Manufacturer narrative:
The device has been returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, during preparation for use the subject device would not focus the image. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The camera head will not focus. Based on the results of the investigation, it is likely the following led to the malfunction: bad connector. A definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use the subject device would not focus the image. No patient harm reported.